Event description:
It was reported that during a surgical procedure for a different lead, the left ventricular lead exhibited loss capture, sensing and impedance less than 200 ohms. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.